Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Review of the most recent repair record determined the machine head, control bar, and shaft were worn. The device was out of calibration and the rpms were jumpy. The motor, control bar, shaft, machine head, bearings, screws, poppet assembly, and adj cams needed to be replaced. The customer declined repair. Device has not been returned for regular pm. Device is used for treatment. Review of complaint history identified additional similar complaints for the reported item. However, as the lot number is unknown, an additional review could not be performed. A definitive root cause cannot be determined. No corrective actions, preventive actions, or field actions resulted after investigation of this event. The event is confirmed.

Event description:
It was reported that upon inspection the device was found to be in need of repair. No additional information was provided, but a device evaluation later revealed that the motor speed was erratic. No adverse events were reported as a result of this malfunction.